Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "vacuum took a long time to work" (aspiration issue); "system message displayed" (device displays error message). The customer reported during a case the vacuum took a long time to work. It was noted that there was fluid running down the system. The case was completed with no patient impact. The system was rebooted due to one of the laser rings being illuminated and a system message was received that would not clear.

Manufacturer narrative:
A company service representative examined the system. The host and supervisor pcb were replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurences as necessary. (B)(4).